Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was within 100-400 mg/dl. It was reported that the pump was warm to the touch when charging. The customer continued to use the pump for insulin therapy.